Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post implant procedure that infrequent loss of capture was observed on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead measuring 58.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.